Event description:
Customer reported that their t:slim x2 pump battery failed to charge, even after attempts using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support decided to replace the pump, instructed the customer on procedures for returning the old pump, and provided guidance for using a backup therapy to prevent insulin delivery interruption.